Event description:
It was reported that the right atrial (ra) lead dislodged shortly after implant. It was also noted that the patient had an infection. The lead and the entire implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.